Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On may 5th, 2021 the healthcare provider reported via the manufacturer representative that the implant was depleted. The patient had not used or charged the device since 2019 and said it was deactivated and not working. The patient was going to be seen (B)(6) 2021 for troubleshooting. It was noted that the patient was currently in prison and it was unknown if the recharger had been lost or did not work. No patient symptoms reported. Additional information from the rep on may 25th, 2021 indicated that the patient was seen for his appointment. He arrived with his ipg in a state of overdischarge. Trickle charge was completed and the device was able to turn over into a charging series; however, the patient was unable to achieve 25% on his ipg due to the patient continuously taking the charger off during the appointment after several directions to leave the charging antenna in place in order to charge his internal ipg. The clinic staff stated that they were closing prior to the device being able to achieve the 25%. The guards that were assisting the patient took the charging antenna and remotes with the patient in order for him to complete his charging cycle. During the appointment the patient stated that since his incarceration that he has fallen several time from (B)(6) 2019 to his last known fall in (B)(6) of 2020. The patient states that he has fallen in the shower, the barracks and out of bed while in various prisons and establishments. The clinic was also notified ed of these falls and imaging was ordered. The date for imaging has not been scheduled due to having to be approved/scheduled by the prison and staff. Impedances and connectivity were not able to checked due to the device not competing his charging cycle. Additional information was received from a rep on april 6th, 2022. The patient was seen at the clinic (B)(6) 2022 to discuss replacement ipg options. The patient has been able to maintain a charge in his device since the previous meeting and impedances and connectivity were able to now be completed. Electrodes 12-15 read no connectivity and high impedances; the patient's falls were previously noted. Patient and physician also discussed options for replacement; surgery is to be scheduled.